Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced infection at the ipg site. As a result, patient underwent debridement and irrigation at the ipg site to address the issue.